Manufacturer narrative:
(B)(4). The customer provided two photos for analysis, the complaint could not be fully confirmed, as the photo did not state which sample the pictures were of. The complaint of broken package - sterility compromised was confirmed based on the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was unopened in the original packaging. The packaging of the returned unit was observed to be damaged and cracking was observed near the tip of the device where the staples are ejected. The sterile barrier of the returned sample was compromised due to the packaging damage. Per DHR the product visistat 35w 6/box lot#: 73c2500319 was manufactured on 03/14/2025 a total of (B)(4) pieces. Lot was released on 03/26/2025. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "small scratch noticed in plastic corner of the individual unit. Might be through to plastic. If it is through the package, device is unsterile. Units are not opened." No patient involvement. 7 units involved. Associated mdrs: 3003898360-2025-00836 ,3003898360-2025-00837, 3003898360-2025-00838, 3003898360-2025-00860, 3003898360-2025-00852, 3003898360-2025-00853 and 3003898360-2025-00850.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. If the sample becomes available at a later date a follow-up report will be submitted with investigation results. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "small scratch noticed in plastic corner of the individual unit. Might be through to plastic. If it is through the packeage, device is unsterile. Units are not opened." No patient involvement. 7 units involved. Associated mdrs: 3003898360-2025-00836 ,3003898360-2025-00837, 3003898360-2025-00838, 3003898360-2025-00852, 3003898360-2025-00853 and 3003898360-2025-00850.